Event description:
It was reported that the customer was admitted in the emergency room due to low blood glucose of 62mg/dl. Troubleshooting was performed. Reviewed the priming technique and it was correct. It was stated that the reservoir was showing more insulin than what is showing on the status screen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.